Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00160, 0001822565-2023-01593, 0002648920-2023-00115, and 0002648920-2023-00116. D10 medical devices: unknown tibial insert catalog#: ni, lot#: ni. Cruciate retaining (cr) pegged tibial component precoat size 5 catalog#: 00597004501, lot#: 65354386. All poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535, lot#: 65328270. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left total knee arthroplasty. Subsequently, approximately a month and a half later, the patient had delayed wound healing. A 1cm area of the incision, was debrided in the office to show no deep tunneling or interaction with the joint capsule. The patient was prescribed medicine to treat the wound. No further complications have been reported.